Event description:
Patient awoke feeling short of breath. Patient activated nurse call system. There were no ventilator alarms. Nurses aid responded to call, and patient demanded to be taken off of the ventilator. Respiratory therapist (rt) went into room. Patient was disconnected from the ventilator by the nurses aid prior to rt arrival. Rt said that the ventilator was not delivering any breaths, but alarms were activated after the patient circuit was disconnected from the ventilator.